Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 445 mg/dl. Customer¿s blood glucose was 324 mg/dl at the time of incident. Insulin pump was damaged and customer was not sure that the reservoir able to lock. The insulin pump will be returned for analysis.